Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support for assistance with the ilet application after syncing reports showed frequent treatment pauses, including a pause initiated immediately after a meal announcement when glucose was 341 mg/dl, with the user resuming dosing at 228 mg/dl due to fear of hypoglycemia; this was characterized as a use-of-device problem related to user-initiated pausing to avoid further dosing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue traced to user interaction rather than a device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user behavior.